Manufacturer narrative:
Upon evaluation of the unit, the claimed condition was confirmed. The lid was found broken/fractured and cement mixture overflowed trough the top of the mixing chamber. Further inspection disclosed the umbrella valve on the injector assembly was bent (folded), partially occluding cement flow through one of the four port holes on the valve insert. According to the manufacturer's risk documentation for this device and previous device evaluations, the probable root causes can be associated, but not limited to: lid was not properly locked on the mixing chamber or the o-ring was caught when locking the lid. (User related). Improper design between lid, o-ring and mixing chamber. Allows cement to leak through during mixing/transfer. A main contributor to this failure condition may be the folded umbrella valve stem. The high pressures generated on the system due to this cement flow occlusion and potential high cement viscosity may have caused excessive pressure buildup in the mixing chamber, causing the cement leakage. The device was scrapped by the manufacturer and not returned to the user facility.

Event description:
It was reported that the autoplex mixer was being used in a procedure when the cap broke and flew across the room, striking the doctor. There were no patient or user injuries, and no adverse consequences.

Event description:
It was reported that the autoplex mixer was being used in a procedure when the cap broke and flew across the room, striking the doctor. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed. Device not received.